Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement, self test and the dat test at 0.0873 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. However, unit failed sleep current measurement and detail trace displays charge/battery lasts less than expected. Battery/power anomaly problem is isolated to pcb 2. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering insulin. No harm requiring medical intervention was reported. The insulin pump will was returned for analysis.